Event description:
Complainant alleged that during a routine shift check of the device, by an e.r. Clinician, the nurse received an unintended delivery of energy through the upper body. The device was located on a metal crash cart when the event occurred. The nurse was only able to describe the unintended delivery of energy as an electric shock. The nurse was reluctant to describe the finger/hand placement or to indicate if the body was touching the metal crash cart when the event occurred. Suqsequent to the event, the nurse was examined in the facility's emergency room and then sent home. The complainant indicated that the nurse has not suffered any lingering after effects from the unintended delivery of energy. There was no pt involvement in the reported malfunction. The facility's biomedical engineering department was unable to duplicate the reported malfunction.